Event description:
Reporter indicated that a programming wand malfunction was causing communication errors while attempting to interrogate a patient's generator. The wand was returned and evaluated by product analysis. The wand failure was confirmed and further testing discovered that the wand's serial data cable had intermittent conductors causing the failure.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.